Event description:
It was reported through a legal event that a (B)(6) female patient underwent ventral incisional abdominal wall hernia repair on (B)(6) 2013. During the hernia repair surgery, the surgeon implanted strattice firm mesh s11206-077, model number 2025002. After surgery, the patient underwent revision surgeries on or about (B)(6) 2013, and (B)(6) 2013.

Manufacturer narrative:
Internal investigation into strattice lot s11206 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformance's revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2022, of the 238 devices released to finished goods for lot s11206, 224 have been distributed with 58 reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.